Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "rapid gas loss" alarm. The patient was switched to another iabp and therapy was continued, the alarm was persistent on the second iabp. No patient injury was reported.

Manufacturer narrative:
At the time of the event, the esp clinician went through the checklist for the complaint. During this evaluation call, the customer reported that after placing the head of bed down, the alarms were better. The esp clinician asked the customer to check proper positioning of the catheter and to put the patient in reverse trendelenburg, if needed. The esp clinician also advised to decrease the augmentation by 1-2 bars to help alleviate some of the alarms. No further actions were taken as the customer services their pumps. Since the alarms persisted after switching the pumps, the event is not related to the pump. Complaint # (B)(4) was opened in regards to the iab used during this event. (B)(4).